Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2014 around 17:00 hours, the customer had symptoms of hypoglycemia. His wife saw that he was shaking and sweating and called an ambulance. The paramedic checked the customer's blood glucose on the ambulance system and it showed 3.8 mmol/l. The customer's mobile system showed 11.3 mmol/l within 10 minutes. The customer was given 2 "glucogells" and was taken to a hospital for 5 hours. A request was made for the return of the meter and strips.